Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that two weeks earlier, she had a blood glucose level of 574 mg/dl. Customer stated that she performed a set change, which resolved the issue. Troubleshooting was not performed as this was a past event. The insulin pump was not replaced or returned for analysis.